Event description:
It was reported that patient underwent a close reduction and aspiration on (B)(6) 2012. Subsequently, on (B)(6) 2012 patient was revised due to infection and instability.

Manufacturer narrative:
Product compatibility was reviewed with no issues noted. Patient has a history of two previous revisions, including one for infection and one for instability. Operative notes were reviewed with no indications of a root cause. Procedure notes from the closed reduction and aspiration were reviewed and indicated that the hip was stable in all positions except for extremes of extension and external rotation. Revision operative notes were reviewed and state that a fair amount of hematoma was identified. No indications of a root cause were present. With the information provided, a definitive root cause for the infection cannot be determined. The dislocation was noted to be caused by the patient engaging the leg in extreme positons. Manufacturing documentation was reviewed and it was confirmed that the devices were sterilized in accordance to the zimmer quality procedures at the time of manufacture. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. No additional complaints have been received from the manufacturing lots of the devices related to this complaint.